Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for a 70mm abdominal aortic aneurysm. It was reported approximately 9 years post the index procedure the patient presented emergently. A type ia endoleak was identified which had caused the aneurysm to rupture. The physician noted that there was approximately 8mm between the graft and lowest renal and elected to place a 25 x 49 endurant cuff. Final angiogram revealed the presence of a small endoleak but the physician felt the pressure stabilized enough to end procedure and send the patient to recovery. As per the physician the cause of the type ia endoleak was due to anatomy. The physician suspected that the graft had either migrated 10mm distal or the graft was placed at that location originally but regardless of the position, disease progression created the type ia endoleak resulting in the rupture. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : it was reported that the patient was brought back to the operating room on the same day for conversion to open repair, as the patient's blood pressure did not reach the levels expected by the physician. The patient expired on the operating table after the open graft was implanted. B1. & b2. Updated d4. Updated h1. Updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.